Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging respiratory tract in ears and forehead, constantly has to use nasal spray, congestion and has to have surgery to remove tract. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Observed black substance on the outside botto of the blower box, bottom enclosure, blower air path, and blower motor. During the investigation, evidence of sound abatement foam degradation or breakdown was observed in the base unit. Manufacturer observed from internal and external inspection, dust like contamination at the air inlet, on the top of pca, top of blower box, throughout bottom enclosure, on the top of blower motor. The device's downloaded event log was reviewed by the manufacturer and found 11 errors. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam. Confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from secondary finding. Unable to address the patient's symptoms. In this report, sections d9, g3, h3, and h6 have been updated or corrected.